Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the shaft 37cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.